Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders not crossing over to pyxis. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes . Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing over the station. The technical support specialist (tss) dialed into the server and ran the sitedown query. Verified that carefusion coordination engine (cce) was connected and the xml file processed successfully. Contacted the customer to confirm the issue appeared resolved and advised to call back if it recurred. Further troubleshooting showed the issue affected pharmacy-order only, with no impact on patient transfers. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders not crossing over to pyxis. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.